Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, cause was not established for foreign material in the reprocessing basin. It is likely the following led to the malfunction: it is presumed that the inner wall of the channel hose was broken by aging which fragment came off as the foreign material. The event can be detected/prevented by following the instructions for use which state: by handling the product in accordance with the following IFU, operation manual ¿chapter 8 troubleshooting and repair¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoscope reprocessor exhibited foreign material in the reprocessing basin. There was no patient involvement.